Event description:
The customer stated that he was taken to the emergency room after experiencing a low blood glucose reading of 37 mg/dl and losing consciousness. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump also passed the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.